Event description:
It was reported that an arteriotomy closure of an unspecified vessel was attempted using a proglide device after an unspecified procedure. Reportedly, an unspecified failure occurred. The method used to achieve hemostasis was not reported. There were no reported adverse patient sequelae. There was no reported clinically significant delay in the procedure. As the name of the physician was not provided by the hospital, it is unknown if the physician has been trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Date of occurrence is an estimated date (reportedly the hospital staff was unable to remember the date).

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation, however, not all related components were returned, and the scope of the investigation was very limited. The analysis of the returned components showed no abnormal observation; any failure mode could not be confirmed. Based on visual and functional analysis of the returned device component, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.